Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Device was received with a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Blood glucose value was 187 mg/dl. The customer stated the insulin pump had not been dropped or bumped and confirmed the drive support cap appeared normal. Customer was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.